Event description:
Product problem that has possibility to cause death to pt. Product is mfg by baxter healthcare corp. Product is buretrol solution set, item numbers 2c7546s male luer slip adapter, and item number 2c7566s maler luer lock adapter. When being used, product pulls air and excessive fluid stream.